Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 24mm watchman laa closure device & delivery system (wds) were used. The physician deployed the first device and since it landed proximal, a full recapture was performed. A check was made and no effusion was noted. The physician deployed a second device and when an injection was done to confirm the seal, it was noted that contrast was going into the chest cavity. Prior to this procedure, the patient had a coronary artery by pass graft so there was no pericardial sac, but it was clear there was contrast going into the chest cavity outside of the heart. The patient had symptoms of hypotension and bradycardia which were treated with epinephrine and neo. The patient then stabilized, and the pericardial effusion resolved on its own 2-3 minutes after the low blood pressure and bradycardia were treated. The device was then released and successfully implanted in the laa of the patient. There were no other issues reported and the patient was doing fine following these events.